Event description:
The echelon stapler failed to fire through both sides of tissue. This left a hole in the anastomosis that needed to be repaired. Stapler and reload were removed from field. Repair was completed.